Manufacturer narrative:
(B)(4). The customer reported that they performed turbo d[?]fferential pressure and exhalation pressure calibration but system has vent inoperable alarm. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator is not working as it should be. The customer confirmed that there was no patient involvement associated with the reported event